Event description:
It was reported that the 9800 sys had a collimator iris potentiometer error message during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator wiring was repaired during the service call. The sys was tested and found to be working as intended and put back into svc.